Event description:
It is reported that the patient is experiencing knee pain. It is unknown at this time if the patient has been revised.

Manufacturer narrative:
Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. The device history records for the articular surface were reviewed, indicating the device was manufactured, inspected, and packaged to specification. Review of the device history records for the femoral component was not possible as the product lot numbers required for retrieval were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.